Manufacturer narrative:
The device was not in use on a patient at the time of the event. There was no patient harm or injury reported. The field service engineer (fse) confirmed the failure, and determined the touchscreen required calibration. The touchscreen was calibrated to resolve the issue.

Event description:
It was reported to philips unit turns on automatically. It is unknown if the device had patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.